Manufacturer narrative:
November 18, 2009since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. Device was not returned.

Event description:
After 1 month of implantation, this lead was explanted because of an infection.